Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the ins moved closer to the skin and was uncomfortable at the ins site. A physician was to do a pocket revision in the morning of (B)(6) 2016. It was noted that the ins had not eroded through the skin, that there was no infection present, and that the patient stated that the stimulator had been working great. The rep was to follow-up if there were any other issues during the pocket revision. It was noted that the issue occurred during normal use and that the patient was alive with no injury. The issue began approximately on (B)(6) 2015.